Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error and sensor feature inquiry from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a motor error halfway through the bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that by reducing the likelihood of the occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph or ensuring the graph timeout is set to 2, 4 or 6 minutes. The customer did not report a motor position encoder error. The customer stated that the pump passed displacement test and manual prime test.